Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time.

Event description:
It was reported that this implantable pacemaker was suspected of premature battery depletion (pbd). Physician felt battery longevity estimate is too short for time implanted. Boston scientific technical services (ts) discussed the expected longevity falls within expected range for the standard longevity of the device, but the device is tracking atrial flutter which affect battery longevity. Ts discussed to consider turning off right atrial (ra) sensing. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker was suspected of premature battery depletion (pbd). Physician felt battery longevity estimate is too short for time implanted. Boston scientific technical services (ts) discussed the expected longevity falls within expected range for the standard longevity of the device, but the device is tracking atrial flutter which affect battery longevity. Ts discussed to consider turning off right atrial (ra) sensing. This device remains in service. No adverse patient effects were reported.